Event description:
It was reported the luer hub was found cracked during hemodialysis. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one chronic hemodialysis connector assembly for analysis. Signs of use in the form of biological material was observed inside the extension lines. Visual analysis revealed that the luer hub on the arterial extension line was cracked. No defects or anomalies were observed on the venous extension line. With the distal end of the connector assembly occluded, a lab inventory syringe filled with water was used to pressurize both the venous and arterial extension lines. When the arterial line was flushed, water was observed exiting the crack on the luer hub. No leaks or anomalies were observed when flushing the venous extension line. Performed per IFU statement "securely attach irrigation tube to proximal end of catheter shaft. Flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp. In addition, flush juncture hub assembly with saline and clamp extension lines with catheter pinch clamps". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use chronic dialysis catheters for extended use unless no other hemodialysis access options exist. Chronic dialysis catheters should be used only as bridge devices. The IFU also warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the arterial luer hub was cracked. Functional testing confirmed that water leaks from the arterial luer hub when flushing with a lab inventory syringe. The appearance of the crack was consistent with over-tightening on the luer hub during use. No defects or anomalies were observed on the venous extension line. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the condition of the sample received, unintentional use error over tightening) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the luer hub was found cracked during hemodialysis. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).